Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed post sensed t wave over sensing on an implantable cardioverter defibrillator   programming changes were performed to resolve the issue. The patient condition was stable.